Event description:
We have had now 8 cases of clinical cultures (6 blood cultures, 1 ascites and 1 sputum) all grow burkholderia stabilis. The first was a paracentesis case on (B)(6) 2021 and then the subsequent seven have been since (B)(6) 2021. Several of the cases involved an ultrasound guided IV, central line or paracentesis which prompted us to raise concerns about skin prep. We cultured all ultrasound gel and some of the cholrhexidine products in our institution and this demonstrated that several lots and two unopened lots of the medichoice ultrasound gel (1314m500812 medichoice gel standard ultrasound 8 ounce lots b040,b031 and opened b030). The other ultrasound gel cultures were negative as were all chlorhexidine products. We have whole genome sequenced all of the ultrasound isolates b. Stabilis as well as seven of the eight patients and they are all identical from whole genome sequencing (<12 snv). We had notified the manufacturer last week as well as our field contact at FDA (B)(6). We have been made aware of similar cases at other institutions of the same burkholderia cepecia complex (of which burkholderia stabilis is a member species). We have reached out and presented to (B)(6)who is leading the investigation. Our eighth concerning case was as recently as friday (B)(6) 2021 as a bacteremia in a (B)(6) and this was after our attempt to pull the gel across the hospital so we are working to investigate. We also have a case from a sputum which is genetically linked but we do not have obvious exposure. We have save bottles of gel for additional culture if needed. Many patients involved but all had emergency room or hospital exposure. Many with complicated histories. Ultrasound gel should not be used for sterile procedures.